Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked case (battery tube).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error alarm and it was not working properly. The customer¿s blood glucose level was 102 mg/dl. It also stated that there was crack on the left side back of the insulin pump and battery compartment side. The insulin pump will be returned for analysis.